Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 4, 2023. The investigation of the photograph provided was completed by the failure analysis lab on april 11, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedures, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. A microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 3, 2023. Explant was performed on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6498280 number, and no non-conformances were identified. Manufacturing date: aug/11/2011, expiration date: aug/31/2015. A manufacturing record evaluation was performed for the finished device 6510952 number, and no non-conformances were identified. Manufacturing date: sep/30/2011, expiration date: sep/30/2015. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 225cc saline prosthesis experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both (B)(4) were provided as the possible lot/serial numbers of the impacted product.